Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure should have been outpatient, but patient was kept overnight for observation due to the event. The additional minimal blood loss occurred intra-operatively and the patient did not require blood products. The current patient status was unknown, but account was told to notify the rep of any additional patient consequences; no updates at this time. The following information was requested, but unavailable: what is the operating room staff¿s experience with loading the device? What confirmation did the or staff receive that the cartridge was properly loaded into the device? The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired device with a blue load successfully. Then asked for a second blue load which was loaded onto the stapler. Prior to firing the second load, surgeon decided they wanted a white load (tr45w) instead. Cst removed blue load and loaded white load and handed off to surgeon. Surgeon fired the device. Reload was pushed out the end of stapler jaws and tissue was cut but not sealed. Reload fell into the abdomen and was retrieved and removed. Surgeon noted bleeding. Surgeon used hemoclips to stop bleeding. Patient was kept overnight for observation, additional minimal blood loss noted due to occurrence.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the or staff s experience with loading the device? Staff was familiar with loading the ats45. What confirmation did the or staff receive that the cartridge was properly loaded into the device? Unknown. Other than they successfully loaded one cartridge prior to the second cartridge which was the firing which had the complication. (B)(4).